Manufacturer narrative:
Updated data: d9 h2 h3 h6 additional codes product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original product packaging. The valve was received with the jar safety seal broken. Presence of gasket remnants on the rim of the jar. Loose pieces of gasket noted on the rim and outside of the jar. Presence of white particulate in the solution. The condition of the gasket was described as pits and peeling. The temperature indicator was activated. Note : white particulate was found in the jar and/or lid upon opening. 16 similar complaints had been completed, and fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. These particulates can be tested in the future if needed as the returned devices are retained for 5 years per the retention policy. CAPA 684613 is opened to investigate the jar difficult to open complaints and these white particulates from the gasket is part of the failure mode observed from the returned devices. Conclusion: although a review of the device history record showed that this device met all manufacturing specifications for product released to distribution, it has been confirmed that the report issue was design related per CAPA 684613. This jar was leveraged from a smaller volume jar. It has been found that the jar designs were not identical as initially thought. Additional sealing features are present on the ¿historic¿ jar that are not present on the evolut jar. Process settings were leveraged and not optimized for the evolut jar. It has been found that the particular silicone used in the gasket seal solvent bonds to the type of glass used in the evolut jar in the presence of the glutaraldehyde solution and absorbs glutaraldehyde lowering its resistance to wear when the jar lid is opened. Opening the jar induces damage in the seal which is bonded to the glass and breaks the gasket and generates particulate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6 this regulatory report is being submitted as part of a retrospective review. The investigation results have been updated to reflect the root cause findings from CAPA 684613. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evproplus-26 (j332451); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while opening the valve jar, the sealing broke and some particles were visible inside the jar. This occurred with two different valves. The valves were never implanted.